Event description:
It was reported that the installation on feb-24-2025, the device was not working and kept showing an error message. There was no patient involvement.

Manufacturer narrative:
The device was returned to our us facility and will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evaluation findings by the manufacturing site: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "the device was not working" could be confirmed. The most probable root cause is a defect of the flow sensors due to external force which consequently start the failure message 324 and require a restart of the unit to recalibrate and set the flow sensor accordingly. The defect could be mainly caused by bent of the retaining plate. The IFU is stating this "failure of products" clearly in section 3.9, page 12, see labeling review for reference. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4).